Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported. During a procedure on (B)(6) 2012 surgeon was using a 1.1mm drill bit broke. Surgeon tried to remove the piece and was unsuccessful. A fragment of the dill bit remains in the pt's hand.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.